Event description:
It was reported via article abstract received by the manufacturer that the patient experienced obstructive sleep apnea and hypoxia with vns stimulation. It was stated that the patient was referred initially for snoring, excessive tiredness, and frequent movements during sleep. During polysomnography, evidence of obstructive apneas and hypopneas with vns stimulation was observed. It was stated that the study identified three patterns of events from vns stimulation that impact breathing during sleep: vns stimulation associated with airflow limitation, arousal and/or 3% oxygen desaturation, vns stimulation with flow limitation, but no arousal/3% oxygen desaturation (classified as an unscorable event), or a mixed pattern of the scorable and unscorable events. It was stated that vns associated respiratory events may be treated with pap therapy when adjustment of the vns is not helpful or cannot be disabled in order to maintain seizure control. There was no indication that the patient's settings were adjusted to date. No additional relevant information has been received to date.